Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens haptic broke off upon insertion into the eye. The incision was enlarged and the lens was removed whole. No suture was required. It was unknown was caused the lens haptic to break off. The injector model that was used msi-tm and the injector model that was used was a aq cartridge fp. The ffacility was unable to provide the injector and cartridge lot numbers.